Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube spring contact and corroded battery tube. The pump was unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alert and unexpected battery power loss anomaly due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank, unexpected battery power loss and low battery alert less than a week. Customer did not recall blood glucose at the time of incident. Troubleshooting was performed. Customer did not recall the cause of the blank display. Customer just want to replace the insulin pump since they are not happy with battery alarms. The insulin pump will be returned for analysis.